Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, severely calcified, 30mm x 2.75mm target lesion was located in the right coronary artery (rca). A 3.0mm x 12mm quantum maverick balloon was advanced to the target lesion, inflated 3 times and ruptured under 18atm. The device was successfully removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There were loose folds in the balloon. Microscopic examination of the balloon presented no irregularities or defects in the balloon or the markerband material. Functional testing consisted of an inflation device filled with water and was connected to the hub of the catheter. The device was inflated to rated burst pressure for five (5) minutes. The balloon held pressure and did not leak. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported rupture. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, severely calcified, 30mm x 2.75mm target lesion was located in the right coronary artery (rca). A 3.0mm x 12mm quantum maverick balloon was advanced to the target lesion, inflated 3 times and ruptured under 18atm. The device was successfully removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable.